Event description:
Reportedy, this ring was explanted after 12 years and 8 months implant duration due to mitral regurgitation. Operative report states that mitral reguratitation was resumedly due to some (left) ventricular dysfunctiona nd severe (motion) restriction of the posterior mitral valve leaflet.